Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. The infusion sets were falling off from her body and the self-adhesive of the infusion set was wet with insulin . It was reported that this has occurred for the past 9 months. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.